Manufacturer narrative:
(B)(4). Date sent to FDA: 01/05/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure in 2011 and mesh was implanted. The patient reported that the incision site was taking a long time to heal and started to become infected. This issue was first noted by the patient on (B)(6) 2011. The patient continued to monitor the infection and eventually had surgery to correct the infection. The doctor removed the outer stitches but did not remove the implanted mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no photos were taken at the time following the procedure originally, because the surgeon said that it could take up to a year to heal completely. She reports that her husband was scheduled for a surgical procedure to remove infected tissue and maybe mesh on (B)(6) 2016, but the patient had a cardiac arrhythmia which postponed the procedure to (B)(6) 2016. When the surgeon cleaned the site he decided to remove a few internal sutures (not external sutures), as the surgeon decided against the mesh being removed. According to the patient¿s wife, the surgeon did say that ¿this could happen again.¿ the caller reports that her husband still has an opening with drainage and purulent discharge from the site, but the opening is somewhat smaller than previously. The patient¿s wife reports that they need to get this taken care of because her husband does not have medical clearance to drive and needs to be able to get back to work.

Manufacturer narrative:
Date sent to FDA: 01/17/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.